Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. DHR review - (B)(4). Manufacturing date: 27 september 2013. No ncrs were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation summary: part 314.291 was returned to us with a broken handle. The provided visual inspection showed that the handle is broken right below the second screw fixation. It is likely that applying too much force, as reported, led to an overloading situation and ultimately to the breakage. Based on the complaint description, no allegation against the product was documented. It is strongly recommended that damaged or broken instruments be replaced prior to surgery. No manufacturing related issue could be detected. A review of the device history records was researched with no deviations to print specifications detected. No manufacturing related issue was identified and/or confirmed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during surgery, the trigger part of the reported product broke. It was noted that the surgeon put extra force on the trigger. The surgery was successfully completed with a fifteen (15) minutes delay. No adverse consequence was reported. It was confirmed no residuals fell to patient's body. This is report 1 of 1 for (B)(4).